Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours when the patient received a hazard alarm from the pod. Investigation of the pod found corrosion on multiple components in the pod.

Manufacturer narrative:
Corrosion was observed on the pcb which contributed to low batteries. A power supply was used to retrieve data. No timeouts or drive stalls were observed in the data but the rotational sensor data shows the rotational sensor remaining closed at the end of runtime before generating the alarm. Fluid contact was observed on the commutator cap, confirming that this was the cause of the rotational sensor maximum open count exceeded alarm. The cause of the internal leak could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.2, operating system: 17.6, hardware: iphone13.2, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.